Event description:
Clinician reported bipolar and unipolar ra lead failure alerts on home monitoring. Bipolar lead failure recording shows noise on the ra channel. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.